Manufacturer narrative:
There is no indication service was dispatched for this incident. A definitive cause of the incident is unknown.

Event description:
The customer reported approximately one fourth cup of fluid leaked underneath the instrument during a patient sample analysis involving the coulter act diff 2 analyzer. The customer noted the baths had overflowed. The customer was advised to use proper personal protective equipment (ppe) prior to troubleshooting and had on gloves. The customer did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not released out of the laboratory. There was no patient impact. The customer has an exposure control/risk management plan at the facility.